Event description:
Customer reported the system is displaying a cine drive not available message on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive, and reseated cine drive related cables and pcbs. System operates as intended.